Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.na

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide devices with an 8f sheath after an atrial fibrillation ablation interventional procedure. Reportedly, the first proglide was deployed successfully; however, hemostasis was not achieved. An attempt was made with a second proglide device; however, the proglide plunger was not depressed before the physician attempted to remove the plunger. As the plunger was removed prior to being depressed the sutures did not deploy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.